Event description:
It was reported the lead was removed due to infection. The lead was returned to the manufacturer, analyzed and subsequently tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) inner insulation breached, and outer insulation kinked/buckled and breached cut, with blood noted on all conductors; distal portion of the lead was returned and analyzed.